Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "bolus button on the pump screen doesn't work if there is a pending alert". Although requested, customer declined to provide further information regarding the event. There was no reported impact to customer's blood glucose.